Event description:
It was reported that the customer had 2 cartridges that began leaking. Customer had elevated blood glucose levels (516 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, (B)(4).